Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
During a lymphoma resection procedure, the active blade broke. Another like device was used to complete the case. There were no adverse consequences to the pt.